Event description:
During firing the third sulu, the clamp bar button disengaged into the patient cavity and was retrieved. However, the clamp bar foot might have been left behind in the patient cavity. Procedure: wedge resection